Manufacturer narrative:
(B)(4).

Event description:
A hemodialysis user facility has reported having issue with the arterial blood chamber. The tubing is twisted below the cuvette. The facility has been contacted. It was confirmed of a report of arterial tubing twist or kink on the arterial line of this bloodline. Reportedly the incident occurred while a pt was receiving hemodialysis and a nurse noticed alarms. They attributed the event to the access. The access was checked and was fine. The pt did complete dialysis with use of this product however required the blood flow speed pump to be decreased as well as saline flushes in order to complete the treatment. A sample is available for an eval. Reportedly this pt is fine with no ill effect.